Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 209 mg/dl. The troubleshooting was performed. The customer was advised to clean battery cap contarct with a cotton swab. The customer was advised to insert a new aaa alkaline battery (recommended energizer). The customer stated that the display started to come back after a minute. The customer was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.